Event description:
It was reported that post op a laparoscopic adjustable band, the patient returned not feeling well. The surgeon did a scope and initially thought the band had eroded. At this point the surgeon elected to remove the band. Since the band has been removed, the surgeon states that the patient's issue may have been to his user error. The surgeon states that while using the dissector to place the band, he may have made a posterior perforation in the stomach. The band was discarded. Presently no plans have been made to implant a new band.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.